Event description:
It was reported the customer received a compromised force sensor system alarm while priming their insulin pump. Customer's blood glucose was 186 mg/dl. Customer also stated insulin was squirting out during a manual prime. It was also found insulin was continuing to drip after the motor stops during the manual prime process. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.